Event description:
Damage to the pump housing and usb port/pins was reported by a caller, affecting the ability to charge the pump. Despite this, there was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer chose to continue using the current pump for insulin delivery, while technical support arranged for a replacement pump, confirming the warranty and the shipping address. The caller was advised on how to put the faulty pump into storage mode and return it using a pre-paid label within ten days, which the caller understood and acknowledged.